Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing, inappropriate anti-tachycardia pacing (atp), and inappropriate high voltage therapy was noted on the right ventricular (rv) lead resulting in the patient experiencing discomfort. The physician suspected the noise was due to right ventricular lead fracture, however, diagnostic imaging was performed and no anomalies were observed. The right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to inappropriate anti-tachycardia pacing (atp) and high voltage therapy.